Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient needed an MRI and they went once and they would not do it because patient did not have their "stuff" with them. They have not used their stimulator in over a year. Patient "charged it up" but they don't know how to put it into MRI mode. Patient later clarified that they have not used their external devices in over a year and they need assistance with how to put it into MRI mode. Reviewed how to activate MRI mode and when patient connected with their ins on the call, they reported seeing por message. Patient confirmed they have charged their ins. Reviewed por message meaning. Patient dismissed por message then successfully connected with ins and activated MRI mode. When they deactivated MRI mode/turned back on therapy on the call, patient reported they guess stimulation came on too strong as it was uncomfortable. Patient confirmed stimulation was no longer uncomfortable and confirmed still feeling stimulation but no longer painful. Reviewed therapy/stimulation overview. Agent did not ask about the circumstances that led to the reported issue. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned unrelated medical history. This included patient mentioned they have a broken back.